Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user saw an ¿enter bg¿ message on the ilet after removing a dexcom g7 sensor for an MRI and placing a new sensor without completing the pairing process, resulting in a pairing failure with the ilet; troubleshooting and education were provided to complete pairing. Symptoms included hyperglycemia with a reported maximum blood glucose of 227 mg/dl and elevated glucose above 180 mg/dl for approximately 1.5 hours with alerts. Outcomes included no use of backup therapy, no ketone testing, no medical intervention, no need for assistance, and no reported acute health effects. Investigation included technical troubleshooting and user education focused on proper sensor pairing with the ilet. Investigation of this case revealed that incomplete sensor pairing led to loss of cgm data input to the ilet and subsequent hyperglycemia alerts. It was concluded, based on previously established findings for similar reports, that user-related setup error was the most likely cause.